Event description:
Reportedly, one of the pressure domes burst without previous warning from the generator - 5 times on different dates. Last lot number sent was b083943.

Manufacturer narrative:
Device not returned.